Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: slow retracing. Could cause needle stick, did not stick nurse.

Manufacturer narrative:
Investigation results: the complaint that the needle was stuck and the needle retraction mechanism was difficult to activate could not be confirmed from the 20g insyte autoguard device that was provided for investigation. The needle was received fully retracted within the shield (grip/barrel). A functional test revealed that the needle could be retracted and the retraction time was within specification. What caused the reported issue could not be determined. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. Investigation conclusion(s): the defect of failure to retract was not confirmed. Probable root cause conclusion(s): cannot be determined in the absence of a reported defect.

Event description:
No additional information.